Event description:
Information was received from a patient regarding an external device. . The reason for call was patient reported their implant had gone 'dead' and wouldn't hold a charge or they couldn't charge the implant. The issue began a couple weeks ago. During the call there were no damages on the recharger, controller charging port and battery compartment. Patient got the recharge the controller message. Agent advised patient to charge the controller then to call back to continue troubleshooting. Patient got no device found and agent reviewed information. Patient called back in once controller was charged to continue troubleshooting. Patient attempted to charge their implant on the call, and kept seeing the reposition the recharger message, as well as checking recharge quality message. Patient would eventually get it to say recharging quality good, but then it would switch to poor quality or to the checking recharge quality screen. Agent had patient try repositioning the recharger paddle over their implant several times, but issue would still persist. When patient was seeing the batteries screen, they reported that implant battery was red, and controller was at 100%. Eventually, patient saw the no device found screen, and then went into massive recharge mode. Patient indicated the paddle was in a good spot, as they had 98-98-99 on the passive rechargescreen. Patient tried to charge again, and got stuck on checking recharge quality screen. The issue was not resolved. An email was sent to repair to replace the recharger. Patient mentioned issue with belt and therapy: see related cases additional information was received from the patient (pt). They reported that the issue has not been resolved. They hope to have the stimulator issues resolved on their next trip to the hospital. Pt noted they received the new belts and asked for rep information. Additional information was received from a patient (pt). It was reported that they have not met with their doctor and have an appointment on july 1st. The patient stated that they would like to meet with their manufacturer representative (rep) to make adjustments to their implantable neurostimulator (ins). The patient stated that they revived the battery to reboot the unit and then recharged the batteries. The patient stated that the stimulator is wired in the right-back, buttocks, and legs. Additional information was received from a patient (pt). It was reported that patient said the doctor visit was not materialized and there was no communication with the reps. Patient was not satisfied with the product. They removed the ins during the back surgery (laminectomy).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that patient said the doctor visit was not materialized and there was no communication with the reps. Patient was not satisfied with the product. They removed the ins during the back surgery (laminectomy).